Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported there was a low reservoir volume reached alarm occurring which was confirmed by telemetry. The patient was in the emergency room the previous night with increased spasms. The pump was accessed and about a drop was gotten back. The system was being used to deliver gablofen.